Event description:
The customer reported being hospitalized due to low blood glucose. The customer stated that when she left home her blood glucose was 99mg/dl, but when she went to the store her glucose level was 38mg/dl. The caller stated that she would feel comfortable getting a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.